Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. The patient with fibroids experienced fibroids growth with synthetic estrogen creams used to treat mesh erosion. It was also reported that the mesh needed to be cut open to be removed. No further information is available.